Event description:
The customer reported the sys had the images saved displayed the icon, but when selecting the icon, a blank image was displayed on the right monitor. This is a data loss situation. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and the software upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.